Event description:
It was reported that during the procedure in the internal carotid artery for treatment of a de novo lesion, the xact stent moved 8-10 mm backwards during stent deployment. A second xact stent was deployed to overlap the first xact stent and cover the uncovered segment of the lesion. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.